Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient had a urinary tract infection, which had been confirmed by their doctor. It was noted that the trial began on (B)(6) 2018. No further complications were reported.